Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with scoliosis and underwent correction surgery. During surgery, one of the coronal benders of the flex arm got cracked. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination confirmed the flex arm could not longer be used. The cable that holds and tightens each section together has broke near the tightening wheel. Optical inspection of the cable confirmed multiple bend stress points from consistent and anticipated use. Optical inspection of the tightening screw confirmed the threads have been damaged/worn from repeated use. The above observations are consistent with anticipated wear from repeated use. If information is provided in the future, a supplemental report will be issued.